Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation. Therefore, the manufacturer's evaluation was exclusively performed on the basis of the provided information. According to the available documentation, the ceramic insulation at the distal end of the inner sheath is broken off. However, it cannot be determined with certainty whether the inner sheath had been previously damaged during reprocessing without parts breaking off immediately or whether the damage occurred during the procedure. The cause of this damage is most likely thermal mechanical overload by the application of excessive force like impact, fall, shock or similar stress in combination with wear and tear. Therefore, this event/incident was attributed to use error. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (lot number) are missing. Instead a manufacturing and quality control review was performed for the last 24 months of production without showing any abnormalities. The case will be closed from olympus side but, independently from the above mentioned issue, a CAPA was initiated in march 2019 where further investigations, trending, and surveillance will be performed. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell into the patient. However, no fragment remained inside the patient since it was reportedly retrieved. No further information was provided but there was no report about an adverse event or patient injury.